Manufacturer narrative:
Three requests were made for the return of the device without any response. Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Should the device be received the complaint will be reopened. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Initial reporter: zip: (B)(6). (B)(4).

Event description:
During a lateral meniscal repair of the red area of the meniscus it was reported that t1 was deployed successfully, however, t2 couldn't be deployed due to a breakdown of the launcher. There did not appear to be any damage to the device, and the trigger was able to be fully advanced. The t1 implant was removed completely; the surgeon was confident no debris remained in the patient. A back-up device was used to complete the procedure. No patient injury and a short delay were reported.